Event description:
Boston scientific crm received info that this right atrial (ra) lead was not capturing and had sensing issues. The pt was vaso vagal. A boston scientific crm technical services (ts) consultant stated that the sudden brady response would not help the vaso vagal due to the ra lead issues. Ts suggested programming the device to vvi 70 with a hysteresis offset of 20. Info was later received that the ra lead was explanted, due to dislodgement. A new ra lead was successfully implanted.